Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump became nonresponsive, with the top portion of the touchscreen not responding to input, and the device was deemed nonfunctional and replaced. Symptoms included no reported changes in blood glucose and no clinical effects. Outcomes included no injury and no medical intervention. Investigation included device replacement logistics and guidance to shut down the device, sync data to the mobile app, and restart with the replacement unit, while continuing cgm use via dexcom app or receiver and inspection of returned device. Investigation of this device revealed a touchscreen/display malfunction consistent with a damaged or unresponsive screen component leading to loss of device usability. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the screen assembly.